Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. Device image download was successful. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital with infection and skin erosion with purulent secretion at device pocket site. The pacemaker, right atrial (ra) lead and right ventricular lead (rv) were explanted. The pacemaker and rv lead were replaced. The patient was in stable condition throughout the procedure.